Event description:
The pt was found positioned between the upper right split side rail of the bed suspended by a vest restraint. The vest restraint remained tied to the bed. The pt's head was turned to the right and positioned between the upper side rail and the mattress. The pt was found without pulse or respirations.